Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. In addition, the customer reported a broken head restraint. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was the drive train motor brake assembly air gap was out of specification and was not adjustable, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in may 2015 and is more than 7 years old, well beyond the expected service life of 5 years. The customer's secondary complaint of the broken head restraint was confirmed during the visual inspection. The head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The customer elected not to replace the top cover to address the broken head restraint. In addition, during the visual inspection, unrelated to the reported complaint, observed missing screws from the platform drive channel, likely due to wear and tear and the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.014 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. The drive train motor was replaced to remedy the fault. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was then subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).